Event description:
Patient had total prenatal nutrition ¿ infant (tpn/il), hydrocortisone and lasix infusing into right internal jugular vein (ij) at beginning of pm, pt's central venous pressure (cvp) placed in broviac fellow & attending asked that we switch our access because central venous pressure cvp transduces better in right ij. At this time, intravascular fluids were switched to broviac, & cvp was then moved to right ij. It was noted that blake drainage appeared milky. Fellow notified. Chylomicrons & triglycerides send from pleural fluid w/thought of possible chylothorax, increased milky drainage appeared in blake drainage. Attending notified, broviac blood return checked & xray done. Broviac appeared to be in good position. Hole in broviac. Broviac not used rest of pm, all drips switched to right ij. CT surgery attending disconnected broviac in am shift & confirmed hole in line. No other interventions. Pt doing ok and tentative plan to discharge this week.